Event description:
It was reported that, during a routine check by customer cs300 intra aortic ballon pump ECG leadwire is defective . No patient was involved.

Manufacturer narrative:
Updated fields: b4,b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e1( event site telephone). A getinge field service technician (fst) replaced ECG leadwire ((B)(4)), now machine working ok. Unit returned to customer in working condition.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during a routine check by routine check was done by customer a ECG leadwire is defective. No patient was involved.